Event description:
Upon receipt of additional information, it has been determined that this device did not contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#: us157856, m2a-magnum pf cup 56odx50id, lot#: 649140. Cat#: 157450, m2a-magnum mod hd sz 50mm, lot#: 983150. Cat#: 13-103208, taperloc por red/lat 15x150, lot# 223840 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03577, 0001825034 - 2020 - 03578, 0001825034 - 2020 - 03580.

Event description:
It was reported the patient underwent a hip revision approximately 13 years post implantation due to magnetic resonance imaging (MRI) revealed fluid around the hip and elevated metal ion levels. No additional information is available.